Event description:
It was reported the patient underwent a double valve explant due to endocarditis ( the related valve was submitted under medwatch report #2648612-2009-00006). The physician stated it was not related to the device.